Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter. Receiver and the smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/13/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation impossible. Therefore the complaint of a error icon display could not be confirmed. A root cause could not be determined. Additionally, product data was returned for evaluation and reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed from the data.